Event description:
The customer is requesting the part identification number for the v200 ventilator battery. Patient or user involvement information is unknown and was requested from the customer. The customer did not answer the questions regarding the context. Additionally, there was no patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that the v200 ventilator is an end support product. Additionally, the rse provided the customer with the part identification number for a v200 backup battery. The rse advised that the customer that the battery doesn't not appear to having any stocking level. The customer advised the rse that they are going to order the part from parts source. Moreover, further information regarding the repair has been requested from the customer. The customer did not answer questions regarding the context of when the issue was found, nor the repair status, and stated that a follow up is not necessary. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer.